Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 571 mg/dl. The nurse stated that the doctor recommend a diabetes nurse to come and troubleshoot the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.